Manufacturer narrative:
Admissions referenced in the event description are reported under MFR #'s 2916596-2019-02727 ((B)(6) 2019), 2916596-2019-02730 ((B)(6) 2019), and 2916596-2019-02719 ((B)(6) 2019). Approximate age of device ¿ 4 years, 2 months no further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient presented to the emergency department for confusion and slurred speech. The previous day, the patient was restarted on warfarin therapy for elevated lactate dehydrogenase (ldh). Initially the patient's ldh continued to trend-up, as high as 865. It was reported the patient was placed on triple therapy with acetylsalicylic acid, ticagrelor and warfarin. Ldh trended down to 600's. International normalized ration goal is 2-3. The patient received a total of 5 units packed red blood cells between this admission and admissions reported on (B)(6) 2019, (B)(6) 2019 and (B)(6) 2019.

Manufacturer narrative:
Investigation summary: a correlation between the device and the reported lactic dehydrogenase (ldh) elevation and symptoms could not be conclusively determined through this evaluation. Hemolysis and neurologic dysfunction are listed in the heartmate ii instructions for use (IFU) as adverse events that may be associated with the use of the heartmate ii left ventricular assist system (lvas). The IFU outlines recommended anticoagulation therapy and inr ranges. The patient remains ongoing on lvas support with no further related issues reported. No further information was provided. The manufacturer is closing the file on this event.